Event description:
A customer reported a complaint of imprecise sequential readings on their adc blood glucose meter. The customer obtained readings of 27 mmol/l and 7.4 mmol/l within a ten minute timeframe. When plotting each of the readings against the average on a parkes error grid the results fall in the 'c' zone, which shows the difference to be clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.